Manufacturer narrative:
Customer declined to provide any information regarding the incident. Therefore, a failure analysis was not possible.

Event description:
A customer site was notified by letter dated august 6th, 2007 that a patient's breast implant had allegedly ruptured following a mammography exam conducted in 2007. The customer notified siemens of this issue verbally. However, the site declined to provide a copy of the letter or any additional details regarding this incident. It should be noted that a siemens applications specialist was on-site at the time of the event, observing patient exams. Although this siemens representative observed this exam, she does not recall any patient reporting a rupture.